Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported staff are reporting persistent issues such as the arterial chamber level dropping and air getting into the line/chamber due to the new transducer protects. Per rn the staff confirmed that they were tightening the protectors prior to inserting into the machine and confirmed that the protectors were on tight once on the machine. Upon follow-up, the rn stated during hemodialysis (hd) treatments that blood was observed backing up into to the transducers which caused high and low transmembrane pressure (tmp) alarms and venous and arterial pressure alarms, both on the venous and arterial sides. The rn stated the issues were observed with the newer bloodlines with the smaller transducers, and stated the issues occurred despite staff ensuring they were properly tightening the transducer protectors prior to treatments. Per rn the issues occurred multiple times during patient treatments and at different durations after initiation of treatments. The observation of the arterial chamber levels dropping or air getting into the lines and triggered the machine alarms, which required staff to halt treatments and to replace the transducers with the original transducers to resolve the issue. The rn stated the issue was random and sporadic and was unable to determine the exact number of instances or event dates. Per rn all patients were able to complete treatments, some with the same bloodline once the transducers were replaced with original transducers, and some patients required a setup with new supplies to complete their remaining treatments. The rn stated there were no reports of blood leaks and no blood loss associated with any of the reported events. The rn stated all patients did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The samples were reportedly discarded and were no longer available to be returned for manufacturer evaluation. The rn was unable to provide any specific bloodline lot numbers or patient demographics during the call.